Event description:
The customer reported the device has frequent issues recognizing etco2 on intubated patients. During a patient use, the device showed a flat line and did not recognize breaths when the tube was correctly placed. There was no report of adverse patient involvement.